Event description:
The caller reported, the pt's tube had a leak in the cuff after two months. It occurred while the pt was traveling, and the pt was recannulated. The caller also stated that the pt's ear, nose, throat physician is changing out this pt's tubes about every three months; and he is aware this is against the MFR's directions for use of twenty-nine days.